Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n280995, implanted: (B)(6) 2011, product type accessory; product ID 3 778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the display on the patient programmer (pp) showed the ¿call your doctor¿ icon and a por 0x400 was reported and cleared.